Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an unspecified surgery, the proximal donut was complete, but there was a very thin edge on one side that leaked air. The surgeon oversewed the circumference of the anastomosis to strengthen, but there were still bubbles. They performed an additional resection and re-did the anastomosis with no further issues after than. There was unanticipated tissue loss. Reinforcement material was not used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 25mm single-use stapler opened by the account. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.